Manufacturer narrative:
Updated fields: a2, a3, a5, a6, b6, b7, d2a, d4, h2, and h11. The stapler logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 10 times and fired 7 sureform 60 reloads (2 blue, followed by 5 white). On installs 1 and 4, the first clamps were successful, and the firings were completed with no pauses for compression. On install 2, a white reload was installed, however no clamping or firing was attempted. On install 3, a white reload was installed. The first clamp was incomplete. No firing was attempted. On install 5, a white reload was installed; however, no clamping or firing was attempted. On installs 6-8, the first clamps were successful, and the firings were each completed with 1 pause for compression. On installs 9 and 10, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. During the surgical procedure, a sureform 60 stapler instrument fired a sureform 60 blue reload on stomach tissue and there was a separation between the serosa and the inner stapler row on the distal end of the staple line for about 1 cm. The surgeon reported that there was no bleeding due to this event and no negative effect to the procedure nor patient outcome; this event only added time to the surgery. The surgeon reported that this patient did not experience any post-operative complications. The patient reportedly was treated for bronchitis, but otherwise recovered well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. It is unknown if the stapler instrument or reload involved with the event are available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, a sureform 60 stapler instrument fired a sureform 60 reload with an unspecified color and serosal tissue tore. The surgeon sutured the torn tissue and continued the procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.